Event description:
(B)(4) study. It was reported that during preparation for a transcatheter aortic valve replacement procedure, a 0.035" 300cm amplatz guidewire was selected to be used to guide the catheter to insert from femoral artery to the left ventricle through the native aortic valve. In order to allow the nosecone to keep away from the apex of the ventricle and thus avoid tamponade, the operator tried to curl the wire into a big loop shape using a hard tip clamp, and hence ripped the coil of the distal tip. The procedure was completed with a different device and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).